Manufacturer narrative:
(B)(4). (B)(6). The date of the event was reported as an unknown date in 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set would not flow. The device was filled with an unspecified amount of normal saline. The tubing chamber was primed with normal saline, clamps were open, and the normal saline would not flow down the tubing to prime the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacture date: 10/04/2016-10/05/2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak, pressure, and clear passage testing were performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.